Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a medwatch from the FDA which states "two registered nurses went to administer medication on a syringe pump. When entering the volume and duration, the pump did not calculate correctly. Vol=12 ml to infuse over 30 mins which should have been 24 ml/hr but pump registered 40ml/hr. Tried to enter rate of 24ml/hr and pump said duration was 50 mins. Pump set up changed out and medication programmed properly on new pumps. No harm to patient. Tried to reprogram outside of room; it was ok on large vol but syringe pump was incorrect."